Event description:
It was reported that a device was used during a unknown procedure. The device toned out intermittently and had a overheated handle. Another device was used to complete the case. There was no consequence to the patient.